Event description:
It was reported by the customer's mother that the customer had a hospitalization on (B)(6) 2015 due to low blood glucose. The customer's blood glucose level at the time of the hospitalization was unknown. The details of the hospitalization are unknown. Mother states the customer had low blood glucose and fell on the sidewalk breaking his pump. Troubleshooting was performed, but insulin pump will be replaced. Also a follow-up call was scheduled for more details on the hospitalization. No further information was provided.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. All functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test were not performed due to cracked and bleeding lcd glass. The device had cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.